Manufacturer narrative:
D10: (B)(6) - 02-022-45-4555 - truliant tib fit tray cem sz 4.5f/5.5t, (B)(6) - 02-020-13-0245 - truliant cr cem fem cr cem left sz 4.5, (B)(6) - 200-02-35 - three peg patella 35mm. PMA 510k cannot be determined; device is unknown. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02577. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 70 months after a left total knee replacement procedure, the patient has experienced loosening, ambulation difficulties, balance problems, discomfort, distress, emotional changes, and pain. No further issues or complications were reported. No additional information is available.